Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received. A lead revision was performed. Both the non-boston scientific leads were removed. Visual observation revealed externalized conductors which during the procedure, the device would not connect wirelessly, however it was determined this was due to different rf frequencies. Technical services recommended using the wanded telemetry. This device remains implanted and in service. It was thought the issue was related to the non-boston scientific leads.

Event description:
Additional information was received. The patient with this device and non-boston scientific leads presented to the hospital. The electrogram displayed sinus rhythm with a heart rate of forty-to beats. This patient is on his way into hospital. ECG shows sr at 42 bpm. It was thought there was a lead fracture. The patient with this system has congenital long qt syndrome. A review of the electrograms revealed cross talk. Further review of the lateral chest xray revealed possible externalization of the right ventricular lead wires on the loop above the distal coil. It was thought this was the reason for the cross talk and increased impedance measurements. There was also concern that the lead position is not optimal and the damage is close to the tricuspid valce. In addition, as the atrial impedance measurements are out of range, there was concern that the atrial lead may also be damaged.

Event description:
Boston scientific received information that during a follow up visit, this system displayed high out of range non boston scientific atrial and unknown right ventricular lead impedance measurements. A review of the data revealed the measurements had increased during the past year. Some acceptable measurements were noted. In addition, noise was noted. Attempts to reproduce were unsuccessful. A decision was made to perform a follow up visit in approximately two months. An internal technical service consultant was contacted for their recommendations regarding the out of range measurements. Ts reviewed the data and recommended further invasive system integrity be performed and verifying the header connection to determine whether the leads may be reversed in the device header. No adverse patient effects were reported. The patient with this system is a young patient that works as a carpenter.

Manufacturer narrative:
According to available information, this system remains implanted and in service. Should additional information become available, this event will be updated.

Event description:
Additional information was obtained. The patient with this device is being transferred to a different hospital. A lead revision is intended.